Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4). Patient identifier - correction.